Manufacturer narrative:
Examination of the returned devices by depuy materials science finds no material defects were observed. White-light stereomicroscopy was performed. The distal portion of the hip stem taper and its mating surface on the femoral head taper exhibited black regions, consistent with corrosion. Scanning electron microscopy (sem) was used to examine the femoral head taper and the hip stem taper. The distal portions of the mating taper surfaces had the appearance of a residue or deposit present. Elemental analysis was performed with the sem coupled with energy dispersive x-ray spectroscopy (eds), and indicated the residue was metallic oxide ((B)(4)), consistent with corrosion. With sem, pitting and other surface features consistent with corrosion were observed on the taper surfaces. The previously provided cross-section samples were re-polished and metal lographically etched for microstructural examination. (B)(4). No evidence of microstructural defects was observed for either material. The device history records for the s-rom hip stem and the femoral head were reviewed. No manufacturing deviations or abnormities were found. No apparent reason for the corrosion observed was identified. No additional information including x-rays or demographics were provided. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. The investigation can draw no conclusions regarding the reported pseudotumor and pain with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Event description:
The patient was revised due to pseudotumor. The patient had a severe pain in the hip.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.